Event description:
It was reported the patient's ICD exhibited far-field ventricular oversensing. The issue was resolved via reprogramming. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).